Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was faded. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that it happened once or twice and thinks something is wrong with it. It was stated the customer was reporting a partial display. The insulin pump was not dropped nor bumped. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. No unexpected missing segment or display anomaly noted during testing. (B)(4).